Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was explanted due to systemic infection. The patient was stable. Manufacturer report number: 2938836-2019-13227. Manufacturer report number: 2938836-2019-13262.

Event description:
New information received notes that the physician did not allege infection was related to the device or procedure.